Event description:
Pt had a cardiovascular disease which needed a triple bypass which was carried out in 2003. The pt recovered completely. Seven months later, it was discovered that a small artery was blocked and three stents were implanted. Three weeks later, the pt came up with hives and was treated with prednisone. The pt improved. Pt just started the cardiac rehab program.